Event description:
Information received with return of the device notes that while yet in the box, the device could not be interrogated. The dev ice was connected to the leads and interrogation was still unsuccessful.